Manufacturer narrative:
It is known that an improper installation, maintenance or a collision can lead to the spring arm cover falling off. The device was evaluated and repaired by a trumpf medical service technician.

Event description:
The front cover of a spring arm on a trumpf medical surgical light system fell off during a procedure and into the sterile field. The cover did not contact the patient and no injuries were reported.